Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the vco and connecting cable were replaced. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a breast biopsy the probe green cable and electric connection behind the handful or the foot switch is broken. No further information is available. No reported pt consequence.